Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient received an elective replacement indicator (eri) message in under two years since device implantation. The patient underwent a revision procedure to replace the implantable pulse generator (ipg). The returned ipg was analyzed and revealed that the device could not establish communication when attempting to connect with a known good remote control (rc) and clinical programmer (cp). Internal electrical measurements confirmed excessive sleep current and low vh (high voltage) node impedances. However, the ipg was powered up using an external power supply and the memory capture was performed. Analysis of the data logs calculated that the battery lasted forty-three percent of its theoretical lifetime. The patient battery lifetime is calculated 1 year, 2 months, and 1.3 days. The battery voltage suddenly dropped from 2.96 to 2.85 vdc when the application-specific integrated circuit (asic) damage occurred. The premature eri could be a result of the internal damage to the device during a previous lead revision procedure where electrocautery was used. Per the physicians implant manual, electrocautery can transfer destructive current into the dbs leads and, or stimulator.